Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that she had a couple of infusion sets that did not work as the needle bent during the insertion process. Reportedly, she felt that legs and stomach hurt and saw that blood glucose was 175 mg/dl (at the time of the incident). She self-treated with a bolus by the pump. Subsequently, she was taken to the emergency unit, at that time her blood glucose was 610 mg/dl and she experienced diabetic ketoacidosis without coma. It was also reported that possibly the insulin was denatured. She was admitted in the cardiac care unit and received insulin drip, other unspecified fluids as corrective treatment. The site location was left side of her abdomen. She was hospitalized for five days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.